Manufacturer narrative:
There is no indication of any system or component failure and there are no reports of device migration. Patient weight change is suspected to have influenced the communication between the ipg and the therapy discs.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023. After implanting the nalu system the patient lost a significant amount of weight and found that the system was no longer communicating consistently between the implantable pulse generator (ipg) and the external therapy discs. On (B)(6)2024 a surgical procedure was performed to reposition the ipg to a position aproximately 3 inches higher on the patient's lower back. No implanted components were removed or replaced during the procedure, only reposition of existing components.